Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "surgery center tech opened cement to mix it and discovered that the paper flap on the powder envelope was not sealed. The powder was not leaking and did not appear to be affected...another package was opened and prepared".

Manufacturer narrative:
Adding investigation conclusion; reported event: an event regarding an unsealed simplex powder pouch was reported. The event was confirmed through the image provided by the sales rep and returned product. Conclusion: the returned pouch was inspected and in accordance with the image provided by the sales rep, the pouch has the outer fold opened, however the inner pouch remains sealed. There is indication of the outer seal having been present as remains of the glue are present on the transparent side of the outer pouch where the seal would have been. The product senior quality engineer investigated the event. The image provided by the customer and the returned pouch was forwarded to the simplex powder qe and this was reviewed by ptl, me, operators and qe for the simplex powder pouch (bossar) process that manufactured batch 534lx1. The investigation concluded that the pouch as reported by customer is likely to have been opened within the market as the powder pouch manufacturing process cannot generate an open outer pouch with a sachet contained within. Should an open outer pouch be used in the powder pouch fill process, no sachet would be present as an open outer pouch would result in the sachet escaping from the pouch when filling was attempted. We cannot determine when the pouch was opened, however the investigation has concluded it is unlikely that open pouch reported under (B)(4) is related to the process. The manufacturing process cannot generate an open outer pouch with a sachet contained within it. It is likely that the pouch was opened in the field. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
As reported: "surgery center tech opened cement to mix it and discovered that the paper flap on the powder envelope was not sealed. The powder was not leaking and did not appear to be affected...another package was opened and prepared".